Event description:
During surgical procedure, electrocautery unit malfunctioned. "A flame" arced from device and burned a hole in the resident's glove. Device continued to fire until the unit was unplugged. No injury to pt or physician.